Manufacturer narrative:
The investigation for the console (aic) yellow alarm has been completed. Data logs were reviewed which showed that the controller error 1040 is triggered when the ambient pressure is out of range for at least two minutes, and according to the IFU, that range is -1000ft to 8000ft which is approximated as 550mmhg. The ambient pressure falling below the 550 mmhg threshold for two minutes triggers the 1040 controller error (ic10222 ambient pressure 550mg.png) and resolves when the pressure came back above 550 mmhg. The console was returned for investigation but the failure mode was not reproduced since the ambient pressure of the lab was above 550 mmhg. Therefore, the cause of the issue was the console going above 9000ft dropping ambient pressure below 543 mmhg as a use-related issue. Added- d9 device return date, h6 impact code 4629 h5 changed to no.

Event description:
The complainant reported a 53-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the associated automated impella controller (aic) showed a yellow controller error. Medical staff then replaced the aic. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.